Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a laparoscopic gastric sleeve procedure, the stapler fired but reload stopped and was stuck on tissue. The device was manually removed and resulted in loss of tissue. This also resulted in thirty minutes surgical extension. A manual suture reinforcement was done to complete the case. It was stated that the patient is still at the hospital.